Event description:
It was reported to boston scientific corporation in 2006 that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was used during a procedure the same day (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon was inflated to 3 atm (8 mm). When the physician attempted to inflate the balloon to 4 atm the balloon ruptured. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
A visual analysis of the returned device revealed that only a section of the balloon was attached to the catheter shaft. The rest of the balloon was missing and not returned with the device. A full evaluation was unable to be completed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.